Manufacturer narrative:
Bleeding was reported for this incident. Coloplast has not been provided any corroborating evidence to verify this report.

Event description:
As reported to coloplast though not verified, during the procedure surgeon cut his finger with the exair trocar tip. Surgery was completed successfully.